Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va01xd6, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient got "zapped" when she went through a security detector while she was shopping. The reporter indicated that the device was turned on during exposure to the security gate. Approximately 3 weeks later, it was further reported that the patient did not have concerns with her device or therapy. The patient received assistance from her healthcare provider (hcp) or manufacturer's representative and her concerns were resolved.